Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the periprosthetic fracture reported could not be determined as the devices were not available for evaluation and no further information was provided. The information provided in the clinical study states no necessary action is needed at this time. A review of the DHR and/or the sterilization records was conducted because the event as described does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. Unintended bone fractures are listed in the device specific risks section of the truliant IFU 700-096-160 rev c. (D11) concomitant devices: 1. Tibial tray (cn: 02-022-45-3525, sn: not reported), 2. Tibial insert (cn: 02-022-35-3509, sn: not reported), 3. Patella (cn: 200-07-32, sn: not reported). Section h11: (g4) the date in follow up #1 was not input. That date was (B)(6) 2019.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the periprosthetic fracture reported could not be determined as the devices were not available for evaluation and no further information was provided. The information provided in the clinical study states no necessary action is needed at this time. A review of the DHR and/or the sterilization records was conducted because the event as described does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. Unintended bone fractures are listed in the device specific risks section of the truliant IFU 700-096-160 rev c. (D11) concomitant devices: 1. Tibial tray (cn: 02-022-45-3525, sn: not reported). 2. Tibial insert (cn: 02-022-35-3509, sn: not reported). 3. Patella (cn: 200-07-32, sn: not reported).

Manufacturer narrative:
Pending evaluation. Concomitant medical products: tibial tray (cn: 02-022-45-3525, sn: not reported). Tibial insert (cn: 02-022-35-3509, sn: not reported). Patella (cn: 200-07-32, sn: not reported).

Event description:
Index surgery: (B)(6) 2019. Small periprosthetic fracture seen on 6 week post-op x-rays. Actions taken: will re-check at 3-6 month follow-up. No necessary action needed at this time. The case report form indicates this event is definitely related to devices and definitely related to procedure. This event report was received through clinical data collection activities.